Event description:
Hcp reported pt presented 8/04 with signs of infection of the device pocket. This includes swelling. Cultures of the device pocket were obtained and "subculture 2+ staph aureus" was the organism cultured. The pt was treated both IV and oral antibiotics and explant and replacement of the lead. Hcp reports the infection is now resolved.